Event description:
It was reported that the programmer booted up to a blank display. The user removed the radio frequency (rf head) and a "fatal error" message was displayed. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer booted up to a blank display then an error. As a result the software was reconfigured and reloaded, also the hard drive was reimaged and replaced. (B)(4).